Manufacturer narrative:
No blank display noted. No audio beep, buzzing, or constant tone noted. Unit received with moisture damage on electronic stack and on motor. Unit was received with broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked reservoir tube window, cracked case at reservoir tube window corner, and missing end cap. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was under water. The insulin pump was buzzing and nothing was on the display screen. The display went blank immediately after the insulin pump was exposed to moisture. A constant tone was occurring. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.